Event description:
It was reported that an asymptomatic patient presented in the emergency department with presyncopal symptoms. It was noted that the cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing, which led to intermittent pacing. The patient did not receive therapy during the oversensing. Device was reprogrammed. The patient was stable after programming changes were made.